Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported prior to a procedure on (B)(6) 2020, the 90cm cerebase da guide sheath (gs9090sd / 30414257) came out of the package snapped in multiple places. This was observed upon removal of the catheter from the packaging; there was no packaging issue, the inner pouch was secure and sealed. Another cerebase guide sheath was used for the procedure. There was no report of any patient adverse event, the issue was observed prior to the procedure. On 29 september 2020, the principal r&d engineer spoke with the interventional radiology technologist regarding the complaint product and the procedure. The technologist indicated that the procedure was for a stroke, a ¿midnight case¿ and due to the urgency and case circumstances, she was more rushed than usual. Specifics were not provided. The cerebase da guide sheath was being used to replace a flowgate competitive catheter that had already been inserted into the patient. The cerebase was not going to be directly inserted. Due to issues with the complaint cerebase device, a second cerebase was opened and successfully used. The complaint cerebase da guide sheath was due to the catheter not just becoming kinked but became broken as they had not seen this before with competitor catheters. The technologist indicated that being in a hurry and due to her haste supported the packaging just distal of the rotating hemostasis valve (rhv) with her left hand, grabbed all three devices (dilator, rhv, and catheter) with her right hand, and unsuccessfully tried to pull all three devices out of the packaging at once without removing any of the mounting card tabs: tab holding the green dilator hub; tab holding the rhv; tab holding the yellow catheter hub. The technologist commented that she felt a lot of resistance when performing this maneuver. She is aware that the three packaging components are not meant to be directly removed in this fashion. With this unsuccessful attempt at removal, the technologist paused a moment and then attempted once again to remove all three devices with the same motion. She mentioned believing that the tabs were ¿break away¿ like some other products.¿ the technologist was able to remove all three devices during the second attempt, however, to do so, she tore the mounting card tabs holding the green dilator hub and the yellow catheter hub. She then placed the catheter on the table and described trying to insert the dilator into the catheter. She did not place the rhv onto the hub of the catheter prior to passing the dilator into the catheter. It was reported that this is not typical for the technologist to insert the dilator if a direct puncture is not being performed. This was done out of habit and haste. Prior to passing the dilator into the lumen of the catheter, the technologist noticed what she believed to be a kink at the distal edge of the orange ID band and potentially an additional bend or kink distal to the other kink. When inserting the dilator, the technologist was not able to go more than ¿4 inches into the catheter.¿ the technologist stated that it is possible that the catheter was broken prior to inserting the dilator and she simply missed it due to being in a rush. She stated that in her opinion, it is likely that her rushed removal of the catheter in the manner that she described, most likely caused the reported damage. The returned cerebase da guide sheath was sent to the research and development (r&d) team for investigation. The analysis finding is documented below. The complaint device was received with the entire catheter. It was returned in a 9¿ by 14.5¿ tyvek pouch. Upon inspection with the catheter still residing in the pouch, the catheter had two proximal breaks, a mid-shaft break, and a mid-shaft kink. The two proximal breaks documented in the field were confirmed upon visual inspection. Analysis: the returned catheter was analyzed by the r&d team to determine the potential cause of the catheter breaks. Based on the complaint description it was hypothesized that some of the breaks and kink found on the catheter were not induced at the time the complaint occurred. Break number 2, for example, had been rotated several times. Such rotations are not typical when removing the catheter from the cerebase packaging. The mid-shaft break and kink would be very difficult to induce while removing the catheter from the packaging tube. When trying to recreate the failure, only the proximal breaks could be induced. Note only the breaks could be induced and not the wire twisting. Re-creating these two breaks also required an extreme speed of removal from the packaging tube accompanied by an initial bending moment at the orange ID band. A review of the manufacturing documentation associated with this lot (30414257) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Conclusion: based on the conversation with the interventional radiology technologist and the analysis of the returned catheter, the r&d team concludes that the proximal breaks were caused by unconventional removal of the catheter from its packaging. The other breaks / kinks found on the catheter are attributed to the way the catheter was bent and looped in order to fit it in the 9¿ x 14.5¿ tyvek pouch that it was received in. It is the technical opinion of r&d team that the failure was not due to any observed defect on the catheter, prior to removal from its packaging. A review of the manufacturing documentation was performed; there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the device. Thus, it is not likely that the 90cm cerebase da guide sheath left the manufacturing facility with the device in the condition as reported in the complaint. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The device is available to be returned for evaluation and testing. However, it has not been received to date, as the reason for non-evaluation. If the device returns, a device investigation will be performed. Photos were provided with the complaint. The photos were analyzed by the product analysis team. Based on the review of the photos, only part of the cerebase device was shown. The rest of the device could not be seen in the photos provided. It was observed that the photos captured two broken sections near the orange ID band. The photos confirmed the reported issue documented in the complaint. Further investigation will be performed when the device is returned for analysis. A review of the manufacturing documentation associated with this lot (30414257) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap, and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported prior to a procedure on (B)(6) 2020, the 90cm cerebase da guide sheath (gs9090sd / 30414257) came out of the package snapped in multiple places. This was observed upon removal of the catheter from the packaging. There was no packaging issue, the inner pouch was secure and sealed. Another cerebase guide sheath was used for the procedure. There was no report of any patient adverse event, the issue was observed prior to the procedure. On 29 september 2020, the principal r&d spoke with the interventional radiology technologist regarding the complaint product and the procedure. The technologist indicated that the procedure was for a stroke, a ¿midnight case¿, and due to the urgency and case circumstances, she was more rushed than usual. Specifics were not provided. The cerebase da guide sheath was being used to replace a flowgate competitive catheter that had already been inserted into the patient. The cerebase was not going to be directly inserted. Due to issues with the complaint cerebase device, a second cerebase was opened and successfully used. The complaint cerebase da guide sheath was due to the catheter not just becoming kinked but became broken as they had not seen this before with competitor catheters. The technologist indicated that being in a hurry, and due to her haste supported the packaging just distal of the rotating hemostasis valve (rhv) with her left hand, grabbed all three devices (dilator, rhv, and catheter) with her right hand, and unsuccessfully tried to pull all three devices out of the packaging at once without removing any of the mounting card tabs: tab holding the green dilator hub. Tab holding the rhv. Tab holding the yellow catheter hub. The technologist commented that she felt a lot of resistance when performing this maneuver. She is aware that the three packaging components are not meant to be directly removed in this fashion. With this unsuccessful attempt at removal, the technologist paused a moment, and then attempted once again to remove all three devices with the same motion. She mentioned believing that the tabs were ¿break away¿ like some other products.¿ the technologist was able to remove all three devices during the second attempt, however, to do so, she tore the mounting card tabs holding the green dilator hub and the yellow catheter hub. She then placed the catheter on the table and described trying to insert the dilator into the catheter. She did not place the rhv onto the hub of the catheter prior to passing the dilator into the catheter. It was reported that this is not typical for the technologist to insert the dilator if a direct puncture is not being performed. This was done out of habit and haste. Prior to passing the dilator into the lumen of the catheter, the technologist noticed what she believed to be a kink at the distal edge of the orange ID band, and potentially, an additional bend or kink distal to the other kink. When inserting the dilator, the technologist was not able to go more than ¿4 inches into the catheter.¿ the technologist stated that it is possible that the catheter was broken prior to inserting the dilator, and she simply missed it due to being in a rush. She stated that in her opinion, it is likely that her rushed removal of the catheter in the manner that she described, most likely caused the reported damage.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 10/12/2020. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: d.10, g.4, g.7, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.